Event description:
Pt had star total ankle replacement removed.

Manufacturer narrative:
Additional revised component: star total ankle replacement, sliding core mobile bearing. Model #: 400-142, lot # 0945163. Expiration date: 01/01/2015. Date of implantation: (B)(6) 2012, date of explantation: (B)(6) 2013. Device MFR date: 01/2010. Additional revised component: star total ankle replacement. Talar component. Model # 400-254, lot # 100304/2473. Expiration date: 06/01/2015. Date of implantation: (B)(6) 2012. Date of explantation: (B)(6) 2013. Device MFR date: 06/2010. Pt had star total ankle replacement removed, and ankle fused due to pain/deformity. The DHR for part no. 400-142 lot # 0945163 show no anomalies; the DHR for part no. 400-262, lot # 100114/0059 note that (B)(4) pieces were re-worked; the DHR for part no. 400-254, lot # 100304/2473 note that (B)(4) pieces were re-worked; all released parts were within specification.